Manufacturer narrative:
The device is expected to be returned to an olympus service center for evaluation; however, the device has not yet been received. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the visera elite ii video system center powered off three times during a gynecological resection procedure. The intermittent power caused a delay of more than thirty minutes. The procedure was completed using the same device. There was no report of harm or injury to the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issue was caused by a defective power unit. However, the definitive root cause of the defective power unit could not be determined. Olympus will continue to monitor field performance for this device.